Event description:
Initial reporter stated that during surgery under the microscope, they visualized flakes coming from the tip in the pack. Surgery was not delayed when they changed to another pack. Per writer's conversation with reporter on 6/4/97, there were no ill effects occurring for the pt involved in this event.